Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a non-abbott balloon catheter was used over a command 14 guide wire. After inflation and deflation of the balloon, without issue, attempts were made to remove the balloon catheter; however, it was stuck on the wire, so both devices were removed together. Although a clinically significant delay was reported, there was no reported adverse patient effect reported. No additional information was provided.